Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had screws that were missing next to the electrical contacts on the paddle. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack on the charged coupled device lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had screws that were missing next to the electrical contacts on the paddle. It was unspecified when the issue occurred. There were no reports of patient harm.